Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device exhibited damages consistent with metal debris trapped on the bearing surface. As reported in the event a likely source of the debris is the damaged surgical instrument used during a previous procedure. The significance of this debris and damage as it relates to the reported "metallosis " cannot be confirmed without clinical records which have not been provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient who underwent tka on (B)(6) 2011 had swelling. Maximum knee flexion degree was only 110 degrees. One arthrocentesis was performed and black joint fluid was confirmed. On (B)(6) 2014, metallosis and foreign metal particle on the insert were confirmed in the revision surgery. The surgeon thought that the metallosis occurred by the contact between foreign metal particle and femoral component.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient who underwent tka on (B)(6) 2011 had swelling. Maximum knee flexion degree was only 110°. 1 arthrocentesis was performed and black joint fluid was confirmed. On (B)(6) 2014, metallosis and foreign metal particle on the insert were confirmed in the revision surgery. The surgeon thought that the metallosis occurred by the contact between foreign metal particle and femoral component.